Event description:
Augmentation 1/16/87 with silicone gel implants bilaterally. 6/9/95 - mammogram showed leaking r implant. 11/14/95 dx of rt breast mass. According to pt, biopsy was benign for malignancy but positive for free silicone. 1/10/97 pt underwent bil implant removal and capsulectomies. Implants intact. Significant bleed from rt implant. Pt also had rt auxillary node biopsied.